Event description:
It was reported that during repair, the device overheated. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
This is not a repairable device.